Manufacturer narrative:
Failure analysis on the returned power management (pm) board shows that the power management (pm) pcba was tested and no failures were identified.

Event description:
The field service engineer reported that during performance verification test the unit failed the power fail test. The customer reported there was no patient involvement.